Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power on by itself.  As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the membrane switch assembly for further examination.  Physio observed that lands p5 socket 3 to p5 socket 6 were intermittently shorting due to varying resistance between the two lands.  This resulted in the device powering on by itself intermittently which led to the premature depletion of its power source (battery). The customer was provided with a replacement device.